Manufacturer narrative:
(B)(4). After battery installation, the unit displayed a critical pump error. The insulin pump was received with water on the inside of the lcd window. When the boards were taken out of the case, they were wet. There was also water inside the battery connectors. Unable to perform the displacement test due to the critical pump error. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.